Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer dropped the pump and the touch screen became shattered. The touch screen became blacked out and would not turn on. Customer's blood glucose was 198 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.